Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that since saturday they have been seeing an rm03 code when trying to charge their implant. Caller stated the code comes up persistently and they can only get the implant to charge at most 10% at a time. Caller added that they have an appointment with their doctor in 3 days, but the implant is already down to 40% and they can't be without it. Agent had caller examine the equipment for damage. Caller noted that the recharger cord was bent/twisted where the cord goes into the paddle. Caller mentioned one time their husband stated the recharger felt really hot, but the caller did not notice it. The issue was not resolved. Caller stated they have called before and done troubleshooting over the phone and think they might have been sent a replacement before. Caller stated that they depend on this therapy and will not survive without it. A replacement recharger telemetry module (rtm) was sent out. Pt called back asking if there was a cost for the new rtm. Agent reviewed it was just an exchange.

Manufacturer narrative:
H3: product ID 97755 ; serial#(B)(6) ; product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.